Event description:
It was reported to philips that the device's wireless footswitch's wireless connection was not working. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite confirmed that the wireless foot switch was not working. Upon functional testing, the fse confirmed that the wireless connection issue was due to a compatibility problem between the wfs and base station and the fse observed that the error led indicator on the base station was red, the wi-fi (led) indicator was solid red, and the battery indicator on the wireless footswitch at the time of occurrence was red. To resolve the reported issue the fse replaced the wireless footswitch and checked the connection with the base station. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.